Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an optical sensor failure occured. There was no harm or injury.

Manufacturer narrative:
Updated section - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Correction section - d4 (#UDI). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen approximately 75.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 25.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11. Corrected field: b5, d1, d3, e2. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, sensation plus 50 cc balloon had an optical sensor failure. There was no harm or injury to the patient.